Event description:
It was reported that a luer transfer set experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain one of four of peritoneal dialysis therapy. During the troubleshooting, it was determined that the patient line was leaking. The patient stated the patient line was connected loosely to the transfer set. Renal therapy services (rts) explained the alarm and walked the patient through disconnecting and removing the supplies. The patient would start over with new supplies. Rts reviewed proper procedures per the user manual with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the transfer set was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the patient line of the homechoice cassette and the transfer set, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.